Manufacturer narrative:
Insulin pump passed the displacement test and self test. No unexpected audio/vibrate alarm anomalies noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not vibrating and beeping. Customer's blood glucose value was unknown. The customer also stated that insulin pump was set to beep. Customer stated that they were having trouble hearing the beeps. Customer performed the self test and the test was failed. Customer stated that insulin pump did not beep during the tone test. The customer was advised to revert to back up plan. The device will be return for analysis.